Manufacturer narrative:
Concomitant medical products: 1258t86 lead implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not sending telemetry to the implantable pulse generator (ipg). Troubleshooting steps were taken to no avail. The monitor remains in use. The device remains in use. No patient complications have been reported as a result of this event.